Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. The returned guidewire was received in the protector within the tray. Visual inspection revealed there was no damage noted. The guidewire was placed under microscope and each end was examined. Minor uncoiling was noticed at the floppy end. The stiff end and floppy end measured to be 0.52 mm which is within the manufacturer specification limits of 0.51-0.54 mm. Functional testing was performed. A new unused needle with a normal cannula was obtained. The returned guidewire was inserted into the needle, some resistance was felt but the guidewire was able to pass through the needle. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 5fr glidesheath slender was prepped prior to case. The doctor cannulated the right radial artery with the included 21g needle without issue. Then the included .021 wire was attempted to be passed through the needle at which point the doctor felt resistance. The doctor withdrew the wire and attempted to pass through the needle a second time at which point resistance was again encountered. The needle was withdrawn and another 5fr glidesheath slender kit was used to attempt radial access again. The second attempt with the new kit was successful and the case was completed without incident. The patient was reported to be in stable and good condition.